Event description:
Component fractured.

Event description:
Component fractured. The product has been returned and the material number updated accordingly. The corrected information is provided in this follow up report.